Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted, 1 week prior to the event date 05-aug-2024, in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump was cut open to perform visual inspection. And found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.0 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received, with pillowing keypad overlay, during the visual inspection. In summary, pump passed all required testing. Unable to verify, customer alleged for high bg, low bg and dka. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced diabetic ketoacidosis, hyperglycemia, vomiting treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), and hospitalization overnight stay. The customer reported, a blood glucose value of 600 mg/dl and the current blood glucose value was 89 mg/dl. Troubleshooting was performed, but later it was declined. The customer reported, the following led up to the event: high blood glucose event. Document treatment for high blood glucose went to the hospital. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported, high blood glucose. No further patient complications were reported. Mmt-1880 was requested. And the customer response was, the device will be returned. No product return was required for mmt-397a, no product return was required for mmt-332a.